Event description:
Event description guidant received information that during an explant procedure, this atrial lead exhibited an abnormal impedance measurement. Noise and loss of capture were observed on the electrogram. Based on an x-ray, the physician suspected that the lead had fractured. The lead was surgically abandoned. The new device was programmed to vvi mode.